Event description:
The physician was using an endeavor resolute drug-eluting stent to treat a lesion. The lesion was 90% stenosed and calcified. The device was inspected prior to use with no devices noted. The lesion was pre-dilated. The device was unable to cross the lesion. Physician indicated that the event was not related to the device. Device evaluation: the hypotube was kinked distal to the strain relief. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 14th proximal segment was deformed; the 8th proximal and 8th distal segments were misaligned with slightly raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Results: failure to deliver stent and stent deformation, 90% stenosed and calcified, stent. Conclusion: lesion morphology, failure to deliver stent <(>&<)> stent deformation.